Event description:
Reportedly, after having resected the pulmonary parechyma, the surgeion noticed that the staples didn't close properly which resulted in some bleeding. The amount of bleeding was not specified and the intervention required is not known.